Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's buttons were difficult to press. Blood glucose level at the time of the incident was 207 mg/d. The customer also reported that she was recently hospitalized due to kidney and problems resulting from medication from her doctor. The insulin pump was not replaced or returned for analysis.